Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovideoscope had brownish foreign material on the plastic distal end cover at the end of the jet channel and around the light guide lens and had foreign material inside the cut and grooves of the connecting tube. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected fields: d8, e1, e2, e3. Correction to g3 of the initial medwatch. The aware date should be 14jun2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) years since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps were in accordance with the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in in the auxiliary water channel, on the probe cover and inside the cut and the grooves of the connecting tube. There was no physical damage to the auxiliary water channel or the probe cover, but the connecting tube had a cut. Therefore, the foreign material was possibly not removed since the reprocessing was not conducted properly due to the scratches on the insertion section. The cause of the material remaining in the auxiliary water channel and on the probe cover, could not be determined. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.